Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery, the polarstem modular head for 21000662 was fractured and won't work. The procedure was resumed, without any delay, using the same device. The complained device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the device is fractured at the distal end (from two sides) and the fragments were not returned for investigation. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The review of historical complaints for the alleged device revealed 11 additional similar complaints reported for the same batch, and 40 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a thr surgery, the polarstem modular head for 21000662 was fractured and won't work. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.